Manufacturer narrative:
(B)(4).

Event description:
It was reported that: patient's endotracheal tube does not have any numbers, therefore we can not tell if the ett is in proper position. The patient has large amount on secretions. Patient already has a history of airway edema along with difficult intubation. Upon xray, patient ett was at the clavicle. The measured 1.5cm from position of ett then pushed in 1.5cm with no xray to follow. Lma's were placed at patient bedside. The reported defect was detected during use on patient. The patient condition was reported as "fine". No patient injury/consequence or medical intervention reported. Additiona information: the markings had been present but faded over time.

Event description:
It was reported that: patient's endotracheal tube does not have any numbers, therefore we can not tell if the ett is in proper position. The patient has large amount on secretions. Patient already has a history of airway edema along with difficult intubation. Upon xray, patient ett was at the clavicle. The measured 1.5cm from position of ett then pushed in 1.5cm with no xray to follow. Lma's were placed at patient bedside. The reported defect was detected during use on patient. The patient condition was reported as "fine". No patient injury/consequence or medical intervention reported. Additional information: the markings had been present but faded over time.

Manufacturer narrative:
(B)(4). The sample was returned to the manufacturer. The manufacturer reported: "one actual sample was returned. Visual inspection was conducted on the actual returned sample. There is sticky tape on the end of tube near the connector and under the tape, the printing is found faded. As per, pad printing procedure, rub test by using 100% ipa been conducted on each production batch at the beginning of the printing process. However, as per endotracheal tube manufacturing procedure, 100% inspection on printing was performed in manufacturing site. Hence, the complaint could not be confirmed as this defect mode could be detected during manufacturing process. Based on the investigation conducted, the defect mode on endotracheal tube does not have any numbers was match with complainant report. However, the defect cannot be confirmed, as the tube been passed the 100% visual inspection and rub test during manufacturing and such obvious defect can be detected and failed during the testing." Teleflex will continue to monitor and trend on complaints of this na ture. Corrected data: correction d.4 UDI (B)(4) was removed as the full UDI number is unavailable as complainant did not report a lot number.